Event description:
It was reported by getinge fst that during preventive maintenance, the cardiosave iabp (intra-aortic balloon pump) was suddenly and unexpectedly powered off. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter : (B)(6). Contact person name: (B)(6), contact person e-mail address: (B)(6), contact person phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d4 (UDI no.), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) verified unit and stated order parts and will return to complete repairs. Work was performed against pm order (B)(4). Fse replaced expired tidal volume disk (d202-00-0142), safety disk (d202-00-0140), 9v battery (d146-00-0146), o-ring (d354-00-0208), and lithium-ion batteries (d146-00-0097). During pm unit suddenly and unexpectedly powered off. Fst allowed unit to charge lithium-ion batteries overnight, which corrected the power issue. Performed preventive maintenance, calibration, functional check, and safety test. Unit cleared for use.